Manufacturer narrative:
At the time of the investigation, there was no CAPA and no trends associated with this event type. The product has not been returned for evaluation, and therefore cannot be evaluated. A DHR review of lot 159309 was conducted. There was one nonconformance associated with this type of failure for this manufacturing lot. 4 pieces were identified with chipped coating, and were scrapped. The lot met release requirements. Complaints of this nature are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. No further action is required at this time. (B)(4).

Event description:
"On (B)(6) 2020, mis-tlif was performed in l2/3. The procedure was delayed more than 30 minutes. On (B)(6) 2020, the surgeon reported that a removal procedure would be held because the patient's infection was suspected. On (B)(6) 2020, the procedure was performed to remove the concorde device(s) and transplant the ilium. There was no notable damage or peeling of the coating on the device in question. No further information is available."